Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he keeps getting no delivery alarms during a bolus on the insulin pump. Customer stated that it will not give him insulin throughout the day. Customer's blood glucose was 253 mg/dl at the time of the incident. Customer did not want to troubleshoot for the recurring alarms. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced. In a previous call, troubleshooting was performed and the pump was working as designed. However, customer keeps getting no delivery alarms for every set he puts in. Customer stated that when he did a set change, he did not get a no delivery alarm during fill tubing. Customer received a no delivery alarm when he put his set on.